Event description:
The sales rep reported the following info: it was noticed that the inside packaging for the product may be compromised. The product was not used in the patient. According to the tech that handled the product, there was no visible compromise to the package. It looked fine when he took it out of the package. When he pulled apart the foil pouch, at some point in the middle of the seal, he felt the resistance give and felt the seal "pop" as if there was a spot that was not sealed. He felt unsure of the product's integrity/sterility, so he decided not use it. He put it aside. After the case, it was put in a drawer for a few months until the tech remembered to mention it to the representative.

Manufacturer narrative:
The product has been returned and an analysis is pending. Additional information will be submitted within 30 days of receipt.